Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Review of the episode revealed potential myopotential oversensing. Programming changes were made. Patient was asymptomatic. There have been no more alerts.